Event description:
It was reported that a malfunction alarm occurred. The customer completed a pump reset and insulin delivery resumed successfully. There was no adverse impact to the customer¿s blood glucose level.